Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Physician stated in revision surgery operative note that preoperative testing found the acetabular cup to be in a vertical position. Malpositioned acetabular cups can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle mom hip implant on her left side. Large amounts of cobalt-chromium metal ions and particles were released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in her left thigh and groin, as well as loss of mobility. Patient was required to undergo revision surgery. Patient is a resident of (B)(6). Update: (B)(6) 2012, (B)(4) was received from legal, medical records were received from legal, and part/lot information was identified. Dor: (B)(6) 2011. Patient was revised because of a vertical cup and metal-on-metal wear.